Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report has been updated: update to b1, b4, b5, g3, g6, h2, h6, h10. Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 2 years, 5 months, 1 day post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve was explanted and a surgical valve was implanted. The reason for explant was significant intra and perivalvular insufficiency of the tavr valve. Per the operative note: patient presented with severe aortic stenosis and mitral insufficiency. The patient underwent tavr explant with tissue avr 25mm ew resilia, mitraclip explant, mvr with abbott issue valve, CABG x1. Op findings: tee showed significant intra and perivalvular insufficiency of the tavr valve.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the engineering evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3/s3u thv IFU was reviewed as well as the procedural training manual. Potential adverse events include 'paravalvular or transvalvular leak' and 'valve regurgitation'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for paravalvular leak and central regurgitation were confirmed based on medical report. A review of device history record, lot history and complaint history did not reveal any indication of manufacturing nonconformance contributed to the reported event. In addition, review of IFU/training materials also revealed no deficiencies. As reported, '2 years, 5 months, 1 day post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve was explanted and a surgical valve was implanted. The reason for explant was significant intra and perivalvular insufficiency of the tavr valve'. For the paravalvular leak, per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, it is possible that pvl was caused by cardiac remodeling due to valvular disease progression, leading to morphological changes in the aortic valve overtime and, thus, a compromised seal between the pvl skirt and target site. As such, available information suggests that patient factors (cardiac remodeling) may have contributed to the complaint event. For the central regurgitation, per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration, or non-structural dysfunction (e.g., pannus growth). Review of medical record confirmed that patient had a history of diabetes and hyperlipidemia, which are known to increase the risk of bioprosthetic tissue calcification. Calcified leaflets can in turn impact the thv function by interfering with proper coaptation (e.g., due to thickening), resulting in central regurgitation. As such, available information suggests that patient factors (diabetes, hyperlipidemia) may have contributed to the complaint event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), 2 years, 5 months, 1 day post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve was explanted and a surgical valve was implanted. The reason for explant is unknown at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.